Event description:
After deployment of the clip it seemed to get caught at a point that wasn't normal. The device felt a bit difficult on guide insertion and it was thought maybe there was some narrowing in the femoral vein. Upon removal, it resisted a bit at the groin and a fluoro was shot and the physician noticed that the device was kinked or a small bend at the tip of the guide. There was no harm to the patient and the procedure was successful and no other device was used.